Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reverted to fallback mode following the delivery of a shock. It was further reported that the ICD was oversensing.